Manufacturer narrative:
(B)(4). Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis revealed abrasion marks 3 cm to 8 cm distal to the df4 connector pin. However, the insulation was found intact. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of interaction with the generator housing. The rv shock coil was found deformed and the conductor cable to the rv shock coil was pulled out of its welding point. This damage most likely occurred due to the tensile forces applied during the explantation procedure. Furthermore, the inner coil was found overtorqued by excessive backward turning which supposedly also occurred during the explantation procedure. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Event description:
This lead was explanted the same day as it was implanted due to sensing issues. Originally it was reported to us as being discarded. Because of this new information, this event is now to be reported to the FDA. Should additional information be received, this file will be updated.